Event description:
In 2008, the pt reported elevated blood glucose readings since the previous night. She stated that at 5:00 pm on the day before, her blood glucose measured 300 mg/dl and she bolused 7 units of insulin and ate a snack before bed. She stated that at 2 am, her blood glucose measured "hi" on her blood glucose monitor and she injected 15 units of insulin via syringe. At 6:00 am, her blood glucose measured 258 mg/dl and she ate breakfast and bolused 5 units of insulin. At 12:00 pm, her blood glucose measured 330 mg/dl and she ate lunch and injected 15 units of insulin via syringe. At 3:20 pm, her blood glucose measured 400 mg/dl. The pt confirmed that her basal rate totals were correct and the time and date were programmed correctly. She stated there were no air bubbles or leaks in the sys. She reported that she was taking antibiotics for a cold. To troubleshoot, the pt was instructed to disconnect from her infusion site and to bolus 1 unit. She stated that no insulin dripped from the infusion tubing. The pt was instructed to perform the change cartridge procedure and performed two cycles of priming and still no insulin dripped from the infusion tubing. The pt was instructed to attach a new infusion tubing and was able to prime successfully. Upon f/u on the day after the original date, the pt reported that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.